Event description:
Litigation papers allege the patient suffered symptoms and damage to his body including but not limited to constant and severe pain in his thigh, right hip joint, and groin; the formation of metallosis which has damaged bone and tissue surrounding the implant; a lack of mobility; chromium and cobalt metal toxicity; and other complications. Update: 4/18/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update: (B)(6) 2014 - medical records received. Dor corrected. Patient was revised to address turbid, amber fluid, and grayish yellowish amorphous soft tissue in the femoral head. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.